Event description:
Abbott customer support was contacted with regard to low patient results generated using a cell-dyn 3200 sl analyzer. An initial hemoglobin of 7.67 g/dl was obtained. The result was flagged to alert the user that the result was outside of the customer established range but no error message was generated. A repeat was performed yielding a hemoglobin result that was in the normal range. There was no impact to patient management reported.